Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis or the needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 505 mg/dl. For treatment, the patient was given insulin through intravenous (IV) and manual injections. The mother gave several bolus corrections, prior to the hospital visit. The patient was reported to be vomiting and the ketones were very large. It was reported that the pink slide did not move forward, indicating a needle mechanism failure. The pod was removed and it was not mentioned if it was discarded. The patient was in the hospital for 3 days.